Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and it was noted that when attempting to pull back the guidewire, its coating became ensnared with the distal conductor. This caused a distortion of the filars. It was also noted that all conductors were distorted, all conductors were stretched, the guidewire was stuck in the lead, and the lead appeared damaged at implant.

Event description:
It was reported that at implant attempt the guidewire was not able to be removed from the left ventricular lead. The lead was removed and returned to the company. No patient complications have been reported as a result of this event.